Event description:
It was reported patient underwent a knee replacement surgery about 4 years ago. The patient twisted his knee awkwardly while cycling and the bearing dislocated. Subsequently, a revision procedure was performed on an unknown date due to bearing dislocation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - unknown. Explant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The explanted bearing was returned for evaluation. The relevant manufacturing history record confirmed the components had been manufactured correctly. The bearing shows evidence of both superior-anterior and inferior-posterior edge impingement which, combined with a traumatic event while cycling, may have contributed to the dislocation of the bearing. However, without further information or radiographs, a firm conclusion cannot be drawn.